Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform displacement test due to missing segment. Device had broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a damaged retainer ring. Blood glucose value was 189 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.